Manufacturer narrative:
(B)(4) the customer provided one image showing nine unopened arterial sac kits. Visual analysis revealed bending/creasing on all pouches. The customer also returned one, unopened arterial sac kit for analysis. No obvious signs of use were observed. Visual analysis revealed creasing/bending on the pouch. The kit was opened to better analyze the components. Visual analysis revealed a large kink on the guide wire tubing. The tubing and guide wire were removed, and kinking was observed on both the catheter body and guide wire at the same location. Microscopic examination confirmed the damage. Based on the customer description, the damage observed is consistent with defects related to adverse storage and shipping conditions. The guide wire length measured 350mm, which is within the specification limits of 345-355mm per guide wire drawing. The guide wire outer diameter measured 0.514mm, which is within the specification limits of 0.508-0.533mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guide wire was advanced through the returned 20ga introducer needle. The undamaged portions were able to pass with no resistance. Resistance was encountered at the locations of the kink. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was reviewed and the words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. Subsequent kinking was also observed on the tubing and catheter body at the same location. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. The returned product lidstock clearly states, "do not bend". Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861.